Event description:
Screw broke screw in femur during acl. Tap with 6mm; put 7mm screw and broke about halfway. The distal portion remained in the patient. It was a btb, patient had normal bone, back up was available. We tried a shorter screw but it was too long; he thought he would do more damage trying to get graft out so he left alone.

Manufacturer narrative:
(B)(4): no product is being returned for evaluation.(B)(4)